Event description:
It is reported that the femoral impactor broke during impaction.

Manufacturer narrative:
Evaluation summary: as returned, the device is fractured. Based on the lot number, the device has a potential field age of between 3 and 4 years. This incident can be attributed to normal wear and tear inherent to the device, due to repeated impaction. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.